Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the recurrent mitral valve insufficiency/regurgitation (mr) cannot be determined; however, mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of <1. On an unknown date, the patient returned to the hospital and echocardiography showed mr increased to a grade of 3-4. The implanted clip is stable on both leaflets. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1.